Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent removal of ipg for an unknown reason.

Manufacturer narrative:
Explanted date: (B)(6) 2015. Additional information was received that the ipg was removed due to patient was no longer using the device after the patient had lost weight and felt the back pain was better. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent removal of ipg for an unknown reason.